Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an insulin syringe. The customer reports the nurse was recapping a used needle, the needle penetrated the plastic, and the nurse was stuck with the contaminated needle. The nurse was sent to be tested for possible blood borne pathogens.